Event description:
Terumo medical corporation received the following reported information: the footplate did not operate properly. The doctor stated that the arteriotomy locator on the angio-seal was difficult to insert into the arteriotomy. A first-year fellow put the device together; however, he did inspect to make sure it was done correctly. The doctor did a first pass and did not get good blood return therefore he did a second pass to locate the artery, and it felt like it popped through. He stated it was difficult to get good blood return and hard to locate vessel; however, after a few attempts he was able to get blood return. He stated it was normal access at the beginning of the procedure, and he was surprised that closure was difficult. He attempted three times before finding the correct spot. He removed the arteriotomy locator and inserted the angio-seal. The doctor stated he clicked in and clicked out on angio-seal device and went to pull entire device back to complete the closure and the angio-seal came out of the patient. Nothing was left inside the patient. The tip of the footplate was still attached within the device. Manual pressure was held. Patient was stable post-procedure. The procedure performed was a left heart catheterization (lhc). There was no disease within common femoral artery. The blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior fellow-md. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was no longer available; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.